Event description:
As reported by this patient, percutaneous coronary intervention (pci) was performed on lesions treated were not de novo(new) lesions of 15 mm to 30 mm long in arteries that were 2.5 mm to 3.5 mm wide and possibly at a bifurcation. He required more than two stents which was following an acute myocardial infarction. The cypher stents implanted in patient were used off label. The patient further reported that he would have taken plavix for a longer duration and would have avoided his subsequent late thrombosis and injury.

Manufacturer narrative:
Please note that the exact number of stents used to treat this patient and the device information are not available at this time. This male patient of unknown medical history experienced a thrombotic event at an unknown time post cypher stents implantation. The indication of the index procedure was acute myocardial infarction. This patient's emergent presentation with an ami puts him at increased risk for mace. In addition, this presentation with an ami puts him in a hypercoagulable state and at increased risk for thrombotic events. The report indicated that the lesions were not "de novo" with a vessel diameter ranging from 2.5 mm to 3.5 mm and length from 15 mm to 30 mm. There was no information about previous treatment conducted in these unknown lesions. The report indicates a percutaneous coronary intervention was conducted in an unknown vessel and/or bifurcation lesions requiring two or more stents. An unknown total number of cypher stents of unknown length and diameter, unknown lot number and unknown expiration date, were deployed at unknown pressure. Other lesions were not reported. Description of the vessel such as classification, percentage of stenosis, tortuosity and presence/absence of calcification was not reported. Additionally, the report pointed out that the stents were utilized "off-label" but there was no other information provided. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra procedure medications used. Post dilation of the stents was not reported. The residual diameter stenosis was not reported. Timi flow measurement was not reported. The report did not indicate when the patient was discharged from the hospital nor indicated that medications were prescribed at discharge. The patient experienced a thrombotic event at an unknown time post cypher stents implantation. There was no information about thrombus being confirmed by coronary angiography. There was no information on how the thrombus was treated. The products remain implanted in the patient and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events are a known potential adverse event following stent implantation. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30 mm in length with a reference vessel diameter of 2.25 mm to 4.00 mm. This product is indicated in de novo and in-stent restenotic lesions in native coronaries. With such limited patient and procedural information available for a review, the lack of availability of product lot numbers to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to this event.